Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "the medium-large clip applier is hard to open in order to load the clip". Failure analysis found the primary failure of stuck grip tips to be related to the customer reported complaint. The instrument was found to have a stuck grip tip. One of the grip tips could not be articulated manually. As a result, clips could not be properly loaded. Root cause of this failure is attributed to user.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the medium-large clip applier is hard to open in order to load the clip. The procedure was completed with no reported injury.